Event description:
Fmc clinic submitting product complaint to sq. Stated complaint is "dialyzer blood leak on first use." Facility called to verify details of this complaint. Blood was detected in the dialysate as the pt was initiated into dialysis. Ebl reported as 250cc due to discard to the extracorporeal circuit. The lot number was noted and the dialyzer was discarded. The dialyzer had been preprocessed with <1.0% formaldehyde prior to this first pt use. The pt had no related adverse effects due to the reported leak and no medical intervention was required. The hemoglboin was stable. MDR filed due to blood loss reported.